Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) instruments were noted to be broken during sterile processing. The spring of the flexible shaft connector for use with (B)(6) came apart while the little square slot of the standard insertion handle that connected to an unknown nail has been broken. There was no patient involvement. This report is for one (1) flexible shaft connector for use with (B)(6). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 e1 h3, h6: service and repair evaluation the customer reported the spring of the flexible shaft connector for use with jacobs chuck came apart. The repair technician reported the device is missing the pin and chuck sleeve is damaged. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the instrument was inspected, and one of the two pins is missing from the construct preventing it from functioning as intended. Document/specification review the following drawing(s) was reviewed: - flex. Sh connector - adapter - pin d2x18 no design or manufacturing defect or deficiency was observed during the investigation. From the drawings in can be seen that the pin d2x18 is needed for the device to function as intended and therefore a conclusive determination has been reached. A definitive root cause for this complaint could not be determined. It is most likely that disassembly of the device for sterile processing contributed to this complaint. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.